Event description:
It is reported that the provisional was received in the incorrect package.

Manufacturer narrative:
Eval summary: for the returned part, a standard liner was in the package labeled as a hooded liner. Also 17 parts were checked in inventory and standard liners were in each package. This lot is being recalled.